Manufacturer narrative:
.

Event description:
The reporter stated, surgeon was inserting a 12.5mm icm125v4 implantable collamer lens and the trailing haptic tore. Cause of the torn haptic was the foam tip plunger. Lens was removed and another lens was inserted.